Manufacturer narrative:
Follow-up #1: date of submission 9/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 09/07/2017 with the following findings. No power issues observed in black box. Battery compartment is cracked alongside of pump. No damage to battery cap. Battery cap attaches securely to pump. Pump exercised for 24 hours with no power issues occurring. Pump opened and no damage found to power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage: battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.